Event description:
It was reported that the first capsule failed to detach as it was still attached to the delivery device when it was removed from the patient. A second capsule was attempted to be placed but it failed to attach to the patient's esophagus and fell in the stomach. A third capsule was then successfully placed on the same procedure. The deployment device was inserted with the capsule facing the tongue, while the entire device, including the handle, was kept in a horizontal plane. Lubrication was used to facilitate the placement of the capsule. There was no patient or user harm.

Manufacturer narrative:
D10 concomitant product: fgs-0635, fgs-0635 cf delivery dev caps bravo x5 (lot#65913f). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.